Manufacturer narrative:
Other, date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not cycling, was blowing air and needed preventative maintenance. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device peep knob was cracked and the relief pressure knob cap was missing. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).